Event description:
From staff: while preparing for a large perioperative case that would involve implants the team found a sterile disposable bowl that had odd discoloration. While investigating the bowl we found a small black hair. We immediately sequestered the item and hair. We also began taking down the setup and calling for new sterile items.